Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked {pasv & hybrid}." No adverse trend was identified. As received, only the hub and extension tubing were returned for evaluation. The female luer lock component of the purple valve on the PICC was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6), an indwelling PICC was removed and replaced due to a cracked hub. The patient condition was reported as "stable."